Event description:
Following an axillo-femoral bypass surgery revision the patient developed stenosis at the suture area anastomosed with a graft. That part of the graft was partially explanted under local anesthesia and re-anastomosis surgery was performed partially without the need to add a new graft piece or a new graft.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation for this event.